Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was separated. There was a contact mark of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by activating output with grasping and twisting thick, harder tissue, the probe and grasping section became contacting each other. Due to the ptfe pad was deformed by the friction heat between the probe and grasping section, the ptfe pad might be separated from the metal part of the grasping section. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was reported that the ptfe pad separated after 5 minutes of use during a hepatectomy. There was no patient harm reported.